Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy after a fall. Diagnostics revealed high impedances on both leads with one lead being fully impeded. As a result, surgical intervention may be undertaken to address the issue.